Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 09/23/2016 apollo endosurgery received a letter of request from FDA dated august 1, 2016 for additional information regarding MDR report number 3006722112-2016-00212. An extension was requested and granted by jian connell to extend the response date to september 23, 2016. Response to FDA request: contained herein is the apollo response to the further questions based on our response to the letter received from the agency regarding report number 3006722112-2016-00212. If the device did not function or perform as expected, please describe which device function or feature did not perform as intended, and the manner in which the device did not function as expected. Additionally, please discuss whether the unexpected function or behavior resulted in the event described. Answer: the intended device behavior is to remain filled with sterile saline after the balloon is filled and placed within the stomach by a physician, and maintain the volume prescribed by the physician until balloon removal at 6 months, by a physician, without growing larger in size. The unexpected inflation of the balloon after placement caused the reported event of patient vomiting and pain. Describe the parts or components of the device that hyper-insufflated. Provide a schematic of the reported device(s) and indicate where on the schematic the hyper-insufflation occurred. Answer: the root cause of the inflation is unknown, therefore it is unknown what parts or components of the device, if any, led to the issue of inflation. Additionally, the device has not been returned to apollo for analysis. However, endoscopic images provided by the physician of the device in the stomach show the balloon shell portion of the device inflated beyond the sterile saline volume (see attachment 1 for schematic and CT image, red circle). Please describe any design change(s) or modification(s) to the device, since the device was initially introduced to the market that may be related to the event. Please also include the date(s) the design change(s) or modification(s) occurred. Answer: not applicable - there have been no design changes or modifications to the device since it was introduced to the us market. Please provide the total number of devices manufactured, distributed, and if available, used from august, 2015 to august, 2016 for the medical device identified in the medical device report. Please indicate the proportions distributed in the us, brazil, and other outside the us countries. Answer: total number of devices manufactured from 01aug15-01aug16 = (B)(4) balloon units. Total number of device distributed globally from 01aug15-01aug16 = (B)(4) balloon units. Apollo does not have data for global number of devices used. Proportions of devices distributed by country: please describe any differences between catalog/model # b-4800 and b-50000, such as in design, manufacture, packaging, application, function, or in the labeling, etc. Answer: the three (3) devices which comprise the intragastric balloon system device family are identical in design, manufacture, and device function. The device family is intended to be used in weight-loss therapy in conjunction with a long-term supervised diet and behavior modification program and is indicated for a maximum 6-month placement time. However, the individual product codes are indicated for different patient populations. The differing indications are a result of requirements from different health authorities as follows: product code: b-4800. Patient population: bmi of greater than 30 and less than 40 kg/m2. Country: USA (FDA). Product code: b-40800. Patient population: bmi of 30 kg/m2 or greater. Country: (B)(4). Product codeb-50000. Patient population: bmi of 27 kg/m2 or greater. Country: (B)(4). As such, the devices are marketed under different brand names and product codes. The packaging contents of the catalog numbers differs only in that for b-50000 and for b-40800 the dfu is physical and thus resides within the packaging, and for b-4800 the dfu is electronic and not included physically in the package. Specific language in the dfu for each catalog number reflects the outcomes of clinical studies and regional regulatory requirements. It is unclear if this event was a result of off-label use of this device. Please provide additional information to explain whether you believe this event represented an off-label use of the device. Answer: the reported event gives us evidence the following things were performed according to device labeling: the balloon was filled to 600 cc, which is within the recommended fill volume of 400 cc- 700 cc. The patient's initial body mass index (bmi) was noted to be (B)(6), which is consistent of the indicated 27 kg or greater. However, as per the reported event, it was noted the physician used methylene blue in the fill solution for the balloon. Orbera directions for use state to: "fill the balloon with sterile saline." The performance characteristics of the device filled with anything other than sterile saline have not been established. It is unclear to apollo if this event was the result of off-label use. Please describe all steps in the manufacturing process that could contribute to this reported problem, and how you considered this in the context of evaluating and investigating this device event. Answer: the root cause for this event is unknown, and the device has not been returned to apollo for analysis. However, within the process fmea, there are two potential failure modes associated with the potential effect of failure noted as "early device removal (spontaneous balloon inflation.)" The first potential failure mode is "excessively coating the valve/deflation tool with sodium bicarbonate (sodium bicarbonate entering valve)." The second potential failure mode is "failing to firmly tap the valve to remove excess sodium bicarbonate (sodium bicarbonate entering valve)." For both of these failure modes, the potential cause is noted to be "incomplete or missed steps/operations." The controls in place for both of these failure modes are established by apollo within its sheath assembly manufacturing procedure - the validation of which is captured within the intragastric balloon process validation report- as well as the apollo quality system requirements for DHR review for a manufactured sheath assembly. Additionally, to support the prevention of the introduction of foreign material into the device, manufacturing operations are performed under controlled environment conditions, with an ongoing bioburden monitoring program in place. Also within the quality control process during manufacturing, there is a quality control process to test the integrity of the valve. The reported device was subjected to these measures. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Answer: this event was reported by the physician, and all events (inflation, vomiting and pain) are all assumed to be device related. The physician also provided diagnostic images of the balloon inflation. Apollo's approach to compliance is to resolve all doubts in favor of reporting, and assume the events as reported are due to the device. There has been 27 mdrs, in addition to this one, reported from (B)(6) about hyper-insufflation of the intragastric balloon. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual. A complete description of investigation and analysis methodology(ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and any conclusions reached based on the investigation and analysis results. Answer: the investigation process includes the analysis of the returned device (if possible), the review of product labeling, follow-up interviews with the reporting physician or institution staff where possible, and review of device history records (where determined required). The root cause of balloon hyper-insufflation has not been determined. For the reported event, please identify/list all associated device behaviors/outcomes identified in other complaints that trace to the same underlying device problem. Then provide the number of complaints associated with each device behavior/outcome. Answer: the apollo risk documentation for this device establishes the severity ranking for this reported event as "serious", which is defined by apollo as "injury to user/patient is possible, with significant, temporary discomfort that may require clinical intervention or prescriptive medication to treat." The patient effects associated with balloon inflation are nausea, vomiting, abdominal pain, and gastric discomfort. These same patient effects are communicated to users as possible complications in the directions for use (dfu). Apollo also communicates via the dfu that each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. The dfu states that if these patient effects are severe or unusual the physician should be contacted immediately for further evaluation. This information is communicated in the precautions section of the dfu, as well as possible complications outlined in the adverse events section. Attached is a table showing all global reported complaints related to inflation, from august 1, 2015 to august 1, 2016. Of the 43 reported complaints of inflation, the most prevalent corresponding adverse events were: pain (experienced by 28 of the 43 patients), and vomiting (experienced by 21 of the 43 patients). Please provide the following information: the number of devices produced per manufacturing lot, the number of devices inspected per manufacturing lot, your current sampling procedures, distinguishing between automated processes and/or manual evaluation(s) and how these procedures are maintained and verified. If components of the finished device are supplied by vendors, please indicate what vendor controls your firm employs to ensure consistency of incoming materials. Answer: the manufacturing process typically produces (B)(4) serialized units per device manufacturing lot. The number of devices inspected per manufacturing lot is 100%. A leak test is performed to 100 % of the lot. A validation master plan document, in accordance with apollo procedure sop-00052 "validation sop", is utilized to determine the need for validation of automated processes when there is no manual inspection. Apollo procedure sop-00018-00 "statistical techniques" defines sampling plans to be used based on risk identified in project planning documents. Additionally, apollo procedure sop-00096-00 "incoming quality inspection" defined methods and sampling for incoming quality inspections. All sops are maintained in accordance with apollo's document control procedures. Some components of the finished device are supplied by vendors. The vendor controls we employ to ensure consistency of incoming materials are: a.inspection at incoming quality assurance: the control plan for each component is defined in a drawing that determines the specifications and features to be inspected. Circled dimensions and triangle notes must be inspected. Inspection data sheets for each component further define the sampling plan for each feature to be inspected and are used to record inspection results. B.supplier audit (where component is critical) c.requirement for supplier certification d.periodic and regular supplier quality monitoring through supplier quality review boards was the intragastric balloon within specification? If not, please explain why it was out of specification, and what factors you understand may have contributed to this condition. Answer: a device history record (DHR) review was performed, and noted the subject product met all specifications in effect at the time of manufacture. What quality control measures are performed during manufacturing that are intended to prevent outgoing product from exhibiting the problems described in this report? Were the reported device(s) subjected to any of these measures? Answer: the root cause for this report is unknown, however for the event of inflation, within the apollo process fmea, there are two potential failure modes listed. The first is "excessively coating the valve/deflation tool with sodium bicarbonate (sodium bicarbonate entering valve)." The second is "failing to firmly tap the valve to remove excess sodium bicarbonate (sodium bicarbonate entering valve)." For both of these failure modes, the potential cause is noted to be "incomplete or missed steps/operations." The controls in place for both of the failure modes are established by apollo within its sheath assembly manufacturing procedure, as well as in the apollo quality system requirements for DHR review for a manufactured sheath assembly. Additionally, to support the prevention of the introduction of foreign material into the device, manufacturing operations are performed under controlled environment conditions, with an ongoing bioburden monitoring program in place. Also within the quality control process during manufacturing, there is a quality control process to test the integrity of the valve. The reported device was subjected to these measures. Please explain why there were higher numbers of reported hyper-insufflation adverse events from (B)(6). What mitigation activities have you implemented to address this country-specific issue? Have you opened a CAPA? Answer: at this time, it is unknown why there were higher reported numbers of inflation in (B)(6). Apollo has issued (B)(4) to investigate the higher occurrence in (B)(6). This investigation is in progress.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
A patient with the orbera intragastric balloon had "experienced pain, volume increase and vomit. Eda performed and noticed hyperinsuflated balloon. Balloon explanted and implanted another one."

Manufacturer narrative:
Supplement #2 sent to the FDA on 12/13/2016. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Blue discoloration was observed on the outer surface of the valve. Brown discoloration was observed on the outer surface of the device. A valve test was performed and flow was continuous and unobstructed. An air leak test was performed and leakage was observed from the shell and the valve. Under microscopic analysis, six striated openings were observed on the shell radius, consistent with device removal. Non-penetrating nicks were observed on the outer surface of the shell.